Event description:
Additional information was received that the patient's right ventricular function was limited prior to left ventricular assist device (lvad) implant. An echocardiogram (echo) was performed and right ventricular function did not improve. There was no sufficient volume unloading, and optimization with medical treatment was not successful. It was decided an rvad was needed. Weaning from the heart-lung machine was successful. The lvad did not contribute to the patient's right heart failure.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on the heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction,¿ lists right heart failure as an adverse event that may be associated with the use of the hm 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2023 the patient was implanted with a right ventricular assist device (rvad).